Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a revision procedure was performed to replace this pacemaker due to normal battery depletion. Prior to the procedure the device was programmed to vvi 40 to induce intrinsic rhythm. During the procedure upon use of electrocautery the device was observed pacing at 65 ppm; the field representative noted this behavior to be consistent with a device reset. The procedure was completed and pacemaker replaced without consequence to the patient. Following the procedure the device could not be interrogated despite multiple attempts. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market (B)(4) laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case did not reveal any anomalies. It was confirmed that the device had no telemetry and communication with the programmer was note possible due to memory corruption. Review of the memory log found the device had (B)(4) resets and was in a reset state. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage as a result of electrocautery, which, in a battery-depleted state can also result in memory corruption. Laboratory analysis concluded the reported clinical observations were the result of induced damage due to use of electrocautery. No other anomalies were identified.